Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient's mother that her daughter¿s blood glucose levels exceeded 300 mg/dl while wearing the pod for more than 48 hours. The patient was at school when she noticed her numbers climbing on the dexcom. The mother indicated that she doesn¿t dose her while she is at school. The patient had after school activities; her bg¿s went down a bit but when she came home she was still in the 300's. They had dinner and she was still high so the mother removed and replaced the pod. When the pod was removed the cannula was described as a little smashed and some bubbles in it from the infusion site (hip). She noticed her numbers started to go back down once the new pod was applied. As treatment, patient used corrections and removed the pod. Document increase in bg levels from pdm records or as described by the caller: 10-10:30 morning snack wasn't coming down; 12 pm-200's; no correction given at school; 3 pm 300's gave correction did nothing; went to gymnastics and came down a bit; went home she was down a little from gymnastics ; had dinner and numbers were in the 300's dosed for dinner no change removed pod.